Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hwc part 02.130.250, lot 7991p61: manufacturing site: mezzovico. Release to warehouse date: october 03, 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. A photo investigation was completed: the photo investigation revealed that device had slightly bent from one of the tips. With the evidence provided the allegation can be confirmed. No other defect was observed. The scratched allegation cannot be confirmed as the photo provided had poor quality to observed that type of defect. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing another plate for use, it was noted one of the six (6) hole plates in the kit was in bad condition at one of its ends; it was quite scratched and deformed as if they had tried to bend it in a previous surgery. This report is for a six-hole plate. This is report 1 of 1 for (B)(4).